Event description:
It was reported that the right ventricular (rv) lead encountered a fracture and exhibited high impedance. The patient received multiple inappropriate shocks for lead noise. Detection for the rv lead was turned off and the lead remained in use. Subsequently, an rv lead revision was performed and the lead remains in the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the right ventricular (rv) pacing lead was beyond the expected upper range. Analyst commented, maximum ventricular pace impedance rises from 475 ohm the week ending (B)(6) 2014 to greater than 4000 ohm the week ending (B)(6) 2014. Analysis of the device memory indicated lead impedance out of range alert. Analyst commented, an out of threshold subthreshold lead impedance alert occurred on 17 (B)(6) 2014. Analysis of the device memory indicated the criteria for the rv lead integrity alert were met. Analysis of the device memory indicated a lead noise alert, analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter (sic). Analyst commented, 9279 lifetime ventricular sic are recorded beginning (B)(6) 2014. Analyst commented, a patient alert occurred on (B)(6) 2014 for lead noise. There are 11 non sustained episodes, 10 noise supraventricular tachycardia oversensing, and 3 ventricular fibrillation (vf) events of less than 220 milliseconds interventricular (v-v) cycle recorded between (B)(6) 2014.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).